Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2019. The device was not returned to the manufacturer for evaluation. The device history records for all possible lots (1405-1408, 1405-1409, 1405-4051, 1405-1410, 1405-1411) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to the removal of all hardware, however based on the available information the surgeon stated it was non-union of the patient's bones. To address the non-union, the surgeon revised the site using non-tmc devices. No malfunctions have been alleged with any tmc hardware nor does any information indicate it was a determining factor for performing the revision. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an original bunion surgery on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2019 due to non-union. There was no other report of any patient impact or injury as a result of this event.